Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the surgeon fired the device successfully by injecting air in rectum anastomosis. It came apart. The surgeon saw no signs of staples in the back wall of the anastomosis. The case was finished by suturing anastomosis by hand and performing a colostomy.